Event description:
The customer reported that during a preventive maintenance on the iabp, they observed that the iabp at the power up didn't displayed any image or information on the monitor, but was possible to verify that the iabp was running. No patient was involved.

Manufacturer narrative:
The company representative replaced the video receiver pcb (part number: 0670-00-0736). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The part replaced is being requested to be sent to the manufacturing facility at (B)(4) for evaluation. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).